Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device would not pinch the clips closed. There was no patient involvement.

Manufacturer narrative:
(B)(4). Device analysis: the analysis results confirmed that the lx107 device was returned nonfunctional as the jaws were misaligned. Functional test was performed on two clips. They were loaded and retained as intended, but due to the damaged jaws, the clip formation was not proper. No conclusion could be reached as to what may have caused the found condition of the jaws. Please note that as stated in the IFU: "all surgical instruments are subject to a degree of wear and tear because of normal use. A regular and precise visual check of the instrument should be made before each use. No serial number was provided.